Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 90% stenosed target lesion was located in a moderately tortous right anterior tibial artery. The coyote 2x40mm x 144cm balloon catheter advanced to the lesion and ruptured at 8 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.